Event description:
It was reported that the device location was revised because the patient ¿did not like the first location.¿ additional information was requested but not yet received at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).